Event description:
This prospective pregnancy case was reported by a consumer and describes the occurrence of device dislocation ("during us, doctors were able to see one of the coils") and pregnancy with contraceptive device ("currently 24 weeks pregnant") in a female patient who had essure inserted for birth control. Other product or product use issues identified: device ineffective "device ineffective". In 2015, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant) and pregnancy with contraceptive device (seriousness criterion medically significant). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first and second trimesters of pregnancy. Essure treatment was not changed. At the time of the report, the device dislocation and pregnancy with contraceptive device outcome was unknown. The reporter considered device dislocation and pregnancy with contraceptive device to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - on an unknown date: doctors were able to see one of the coils. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-nov-2018: quality-safety evaluation of ptc. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.